Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels ranging from 243 mg/dl to "high". Cause was not known. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.